Event description:
It was reported that a user received a pairing failed alert when attempting to pair a new freestyle libre 3 plus sensor, and rescanning enabled successful pairing with the sensor entering warmup, which is consistent with an intermittent communication failure associated with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication linked to the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.